Event description:
It was reported that the patients ipg was superficial to the skin and was causing discomfort. The patient underwent a revision procedure, wherein the ipg was implanted deeper and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.